Event description:
The user is hearing a cracking noise, even when not wearing the audio processor. Wearing the audio processor reportedly does not make the noise louder. The noise started a few months after implantation surgery. The device was explanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which can explain the reported recipient performance problem. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. According to the device explant report form, the stapes was eroded, which seems to be the main reason for the described problems. With the available information the exact reason for the erosion is unknown. This is a final report.

Event description:
The user is hearing a cracking noise, even when not wearing the audio processor. Wearing the audio processor reportedly does not make the noise louder. The noise started a few months after implantation surgery. The device was explanted. As per device explant report form the stapes was eroded.